Manufacturer narrative:
(B)(4). The particulate matter complaint was found to have an undetermined cause. The problem cannot be confirmed with the sample returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The customer contacted baxter to reported that it looked like there was something in the line. The customer suggested that it looked like a piece of silicone. The cylcer would not pump solution through. Lot number reported was h11g26098. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the particulate matter. The hp reported that he still had the cassette with the particulate matter and will hold for evaluation. The hp said it looked like silicone was on the inside of the cassette. The hp said he reported the particulate matter to his baxter delivery person who brought him a new box of cassettes that same day. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.